Event description:
The manufacturer received information alleging patient has symptoms stating she is congested and have problems with upper chest and nasal issues. Patient has trouble breathing /short of breathe. Patient is also experiencing blurred vision, feeling lightheaded and dizziness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experience nasal congestion, trouble breathing/shortness of breath, lightheadedness/dizziness from the device. There was no medical intervention required by the patient. The reported event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging congested and have problems with upper chest and nasal issues, blurred vision, feeling lightheaded and dizziness related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation labarotory on 02/07/2023 for further evaluation. The device was evaluated on 07/24/2023. The internal and external aspect of the device was evalauted and the manufacturer observed unknown white deposits in filter inlet and in air exit of device. Unknown debris consistent with dust found in the bottom of the inside of device and unknown white debris consistent with dust found on top of blower by the manufacturer. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error. The manufacturer concludes there was no evidence of sound abatement foam degradation but dust contamination was observed, are consistent with being from an external source. Section d8, d9, h2, h3 has been updated.